Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Analysis concluded that the device operated within specification.

Manufacturer narrative:
The local area sales representative was contacted for additional information, but was unable to provide additional detail. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. It was later reported that the device was explanted for normal battery depletion and replaced with another boston scientific ICD. The device has been returned. Analysis of the returned product is currently in progress.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. A clinician called to have a representative interrogate the device.